Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced a blood glucose (bg) level in the 600's mg/dl range and high levels of ketones. A manual injection was administered by the customer's parent to address bg level. A supply change was performed resolving the occlusion.